Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Log file analysis revealed that the power consumption was within the normal operating range and no alarms were logged for the past 14 days until (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Internal pathology report revealed evidence of thrombus within the pump. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a routine heart transplant. The ventricular assist device (vad) was returned for evaluation. Analysis revealed indication of thrombus within the pump, with no evidence to suggest that a device malfunction caused or contributed to the reported event.